Manufacturer narrative:
Siemens service was never used for this system. The last service call recorded was for remote applications support on 7/24/2007. Our manual states that siemens cannot assume responsibility for safety properties if the equipment is not used in accordance with operating instructions or by personnel not adequately trained. This event is determined to be user error. No further action is indicated.

Event description:
(B)(4). Three patients had needle prostate biopsies by locum physicians who were not familiar with the sonoline adara, siemens diagnostic ultrasound system. All three cases ended up not containing all prostate tissue. Two of the patients returned for follow up prostate needle biopsies which were also negative. The third patient had low psa test results and elected not to have the procedure repeated at this time. The section head of urology has changed practice, prohibiting any locum from using the ultrasound machine until they are signed off by him.